Manufacturer narrative:
Investigation pending.

Event description:
The caller alleged a variance between inratio inr results and the lab inr results. The patient self tester's results were as follows: (B)(6) 2015: inratio= 4.5, lab= 2.1, inratio= 2.5. (B)(6) 2015: inratio= 4.2, lab=2.1. Patient self tester's therapeutic range is: 2.5-3.5. The patient self tester's finger may have touched the strip while applying the sample.

Manufacturer narrative:
It is indicated that the product is not returning for evaluation. Therefore, a review of the entire in-house testing history of the lot was performed. In-house testing on strip lot 378740a meets release criteria. The product performed as expected. A review of the manufacturing records for the lot did not uncover any non-conformances. The lot meets release specification. Root cause cannot be determined from the information provided. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.